Event description:
The customer reported that the baths from their coulter ac-t diff analyzer were not draining and overflowed less than five milliliters onto the counter during the startup cycle. The startup cycle failed due to vacuum errors. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was resolved by beckman coulter inc. Led customer troubleshooting. The customer technical specialist (cts) directed the customer to replace the waste pump peristaltic tubing. The cts confirmed with the customer that the baths were draining properly after the repair and verified startup and quality controls were within specification. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode for this event was affected waste pump peristaltic tubing. The failure mode identified has the potential to cause unflagged erroneous results upon recurrence. (B)(4).